Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 16591538. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 17480310. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 19243692.

Event description:
It was reported that the spinal cord stimulation (scs) patient was feeling stimulation in the wrong area and not getting pain relief in her head. The patient was feeing stimulation behind her ear and down her neck. Additionally, the patient experienced lead migration. The patient underwent a revision procedure and the lead was explanted. The patient later required reprogramming on the three existing leads. The patient was doing well postoperatively and was fully recovered. The explanted lead was disposed by the medical facility. Additional information was received that patient also experienced erosion, which was related to the explant procedure. It was noted that the boston scientific representative could not confirm which of the four leads was explanted and the explant date is unknown. The patient currently has three leads that remain implanted and in service.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(6); batch: 16591538. Product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(6) ; batch: 17480310.

Event description:
It was reported that the spinal cord stimulation (scs) patient was feeling stimulation in the wrong area and not getting pain relief in her head. The patient was feeing stimulation behind her ear and down her neck. Additionally, the patient experienced lead migration. The patient underwent a revision procedure and the lead was explanted. The patient later required reprogramming on the three existing leads. The patient was doing well postoperatively and was fully recovered. The explanted lead was disposed by the medical facility.